Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there were episodes of atrial refractory events after a paced r-wave in the electrogram. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.